Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion 35.5 to 35.7 cm from the distal tip exposing the outer coil caused by friction to the device can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Non-healthcare professional.